Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va130qx, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported a loss of therapy. The patient stated that therapy was working for awhile, but then therapy decreased and patient was going to the bathroom again. After the patient increased stimulation the symptoms improved, but now the symptoms have returned again. The patient did not allege that the changes were sudden, but stated that the symptoms returned "maybe two weeks ago." It was reviewed with the patient that he should follow-up with his physician regarding the return of symptoms. Patient status is unknown at the time of this report and no device malfunctions were reported. Additional information received from the patient indicated that they went back to their old symptoms of going to the bathroom every hour on the hour. They mentioned that they went to the healthcare provider's (hcp) office and were told that one of the lead wires were not functioning. After the situation was corrected with the "handheld" device, a hcp told them the situation was corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.